Event description:
It was reported that a (B)(6) caucasian female who underwent an unspecified breast surgery with a mentor smooth round moderate profile, 350cc, saline breast implant experienced unexplained systemic symptoms postoperatively, including an unspecified autoimmune disorder, anxiety, depression, issues with vision postoperative. The patient reported joint pain, chronic fatigue, muscle aches tested positive for autoimmune disorder, anxiety and depression and she is on anxiety and depression medicine. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na .(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 14, 2022, indicated that the patient underwent bilateral removal, and mastopexies on (B)(6) 2022. Both implants were completely intact. Implants were unavailable for return. They have been sent to pathology. Reason for device explant and/or reoperation: generalized illnesses. Manufacturer¿s reference number: (B)(4).